Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom teeth feel lose. Their dentist feels that the aligners are working too fast, they want them to stop because their teeth are being moved too fast. Provided information on tooth mobility, requested video of teeth that have mobility and if patient wants to stop treatment to submit letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.